Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, two (2) super turbovac 90 were displaying an ¨7 error¨ message when connected to the terminal. The procedure was completed with a s+n back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the power connector has been cut from the super turbovac. The evac line is cloudy and has a strong chemical smell. Bio debris is present. A functional evaluation could not be performed due to the power connector being cut from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include (1) previous use (2) disconnecting the wand from the controller after power has been turned on. Based on this investigation, the need for corrective action is not indicated.